Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: cautions. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was being implanted with an impella 5.5 for mechanical circulatory support after decompensating following surgery for four coronary artery bypass grafts. It was noted pre-operatively that the patient had calcium build up in their arteries. It was reported that the impella 5.5 was unable to pass through the calcium during delivery. Multiple attempts were made with different wires and a buddy wire, but all were unsuccessful in delivering the impella 5.5 to the left ventricle. The decision was made to abort the impella 5.5 due to patient anatomy and instead placed an impella cp. The impella cp was successfully placed, and it was reported that during support with the impella cp, the patient experienced runs of torsades that was addressed with medication. It was also reported that the pump had placement signal low alarms, which resolved with repositioning the impella cp. On the final day of support, the patient coded for forty minutes, however, it was noted there were no issues with the impella cp during that time. The patient¿s family then decided to withdraw care. Care was withdrawn and the patient expired. This complaint involves two impella pumps. This report represents the impella 5.5. Another report will represent the impella cp with serial number: (B)(6).

Manufacturer narrative:
The medical safety officer reviewed the event and the impella cp device cannot be dissociated from the demise outcome. The event describes a delivery issue with the impella 5.5 due to the patient anatomy in which the case was aborted; switch was made to the impella cp which was successfully placed. The delivery issue is a product malfunction and should be reported. Additionally, regarding the impella cp, the event describes runs of torsades and the patient was cardioverted out, addressed with medication. The next day the patient coded again with return of spontaneous circulation. However, the patient would eventually expire as the family withdrew care. There is not enough information to dissociate the impella cp present at the time of the patient's demise. However, the patient's underlying condition likely contributed most to the demise outcome, and the family decided to withdraw support which appears to have led to the patient's demise. Investigation: the impella device was not returned as it was discarded, and therefore an analysis of the device was not possible. Device history record review was completed and revealed the device passed all post sterile inspection checks. The delivery issue was investigated, and the cause was determined to be patient condition due to calcium in the vessels. The pump was unable to be delivered into the left ventricle using multiple wires and buddy wire. Related medical device reports: this impella 5.5 report is one of two devices associated with the event story. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp, which is associated with the demise outcome.